Manufacturer narrative:
The technician found the right side rail was missing the top rail ratchet rivets, most likely caused by the account using the side rail to steer the stretcher. The technician replaced the right side rail top rail ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the right side rail does not stay up. The stretcher was located in the emergency room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).